Event description:
Home dialysis manager reports one minicap extended life pd transfer set extra short (4") with twist clamp in which a leak was detected at the adapter site that twists into the tube leading into the perineum of the patient. Reporter specified that the leak did not occur at the mini-cap. Per the reporter, the patient used tape to try to prevent leaking for 2-3 days before reporting the problem to the dialysis center. The length of time the transfer set was in place is unknown. The nurse exchanged the set at the dialysis center. The home patient was given prophylactic antibiotics. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter.